Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump turned off had blank display. The customer's blood glucose level was unknown. It was also reported that he insulin pump was not dropped and insulin pump turned back on and she got a failed battery test. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no blank display, weak battery alarm and failed battery test noted.